Manufacturer narrative:
The crt-d remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received 6 shocks in one episode that appeared to be inappropriate therapy. The cardiac resynchronization therapy defibrillator (crt-d) failed to convert the heart rhythm and exhausted therapy. The patient received anti-tachycardia pacing (atp) in the 72 hours prior to event. It was noted that the patient had consumed drugs which may have impacted their rate prior to receiving the inappropriate therapy. Additional information confirmed the patient was admitted to the hospital and his medication was adjusted at the time of the event. However, no programming changes were made. The crt-d remains in service. No additional adverse patient effects were reported.